Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell to the floor, and the luer lock became damaged. Reportedly, the customer was unable to connect the luer lock properly. Customer's blood glucose level was not impacted. Reportedly, a new cartridge would be loaded onto the pump.